Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f torqvue delivery system. Prior to procedure, patient was taking apixaban. Patient was heparinized and was in sinus rhythm. 7 units of heparin were administered. Left atrial pressure not measured. The laa was measured with transesophageal echocardiogram (tee). At 0 and 45 degrees, visualization was achieved at 80 degrees. Measurements were 17mm with a maximum of 21mm. The patient presented with low blood pressure (80/40mmhg) despite fluids and medication. As procedure progressed, blood pressure improved and mean pressure changed. Transseptal puncture was performed through a large 14mm atrial septal defect. During positioning, the guidewire was in the laa while being positioned in the pulmonary vein. The 25mm amulet was placed in the laa, but it was evident the device was undersized. The device was removed and replaced with a 28mm amplatzer amulet using the same delivery system. The device was implanted successfully meeting close criteria with one partial recapture. Wire position was in upper pulmonary vein. Protamine had been administered. Approximately 20 minutes later during anesthesia recovery phase, blood pressure dropped. An echocardiogram was performed and cardiac tamponade was observed. Pericardial effusion located at left atrial appendage. Patient went into cardiac arrest. After 38 minutes of resuscitation and pericardiocentesis with 30ml removed, the patient died. In the physician's opinion, the pericardial effusion was caused by manipulation of the guidewire or mullins sheath during positioning.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of hypotension, pericardial effusion, cardiac tamponade, cardiac arrest, and death was reported. The device was returned to abbott for investigation and confirmed to meet dimensional specification when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported death, pericardial effusion, cardiac tamponade, cardiac arrest, and hypotension could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis and resuscitations were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f torqvue delivery system. Prior to procedure, patient was taking apixaban. Patient was heparinized and was in sinus rhythm. 7 units of heparin were administered. Left atrial pressure not measured. The laa was measured with transesophageal echocardiogram (tee). At 0 and 45 degrees, visualization was achieved at 80 degrees. Measurements were 17mm with a maximum of 21mm. The patient presented with low blood pressure (80/40mmhg) despite fluids and medication. As procedure progressed, blood pressure improved and mean pressure changed. Transseptal puncture was performed through a large 14mm atrial septal defect. During positioning, the guidewire was in the laa while being positioned in the pulmonary vein. The 25mm amulet was placed in the laa, but it was evident the device was undersized. The device was removed and replaced with a 28mm amplatzer amulet using the same delivery system. The device was implanted successfully meeting close criteria with one partial recapture. Wire position was in upper pulmonary vein. Protamine had been administered. Approximately 20 minutes later during anesthesia recovery phase, blood pressure dropped. An echocardiogram was performed and cardiac tamponade was observed. Pericardial effusion located at left atrial appendage. Patient went into cardiac arrest. After 38 minutes of resuscitation and pericardiocentesis with 30ml removed, the patient died. In the physician's opinion, the pericardial effusion was caused by manipulation of the guidewire or mullins sheath during positioning.